Event description:
It was reported that when the device, with reload cartridge, was used during a gastrectomy procedure, it would not staple. Opened another device to complete the case. There was no consequence to pt.